Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient had a shocking sensation/jolt in their right arm and right lips with the implant on. The shock occurred on (B)(6) 2016 an impedance check was done and the patient got a shock when it was taken. The impedances looked normal except 03 which was 162 ohms at default settings. The patient's programming was then changed to 2+ 1- from 3+ 1- which seemed to have "narrowed the field" of the jolt. It was stated that the patient also gets a jolt whenever they turn their implantable neurostimulator (ins) on/off as of (B)(6) 2016, which was then changed to them believing it only to occur when the ins is turned on. There were no related falls or trauma that could be recalled. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.